Manufacturer narrative:
H6 - the product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, risk manager) regarding a patient who was implanted with infuse. It was reported that the patient was implanted with an expired infuse product. Date of surgery was (B)(6) 2024. Operation performed was c1-2-3-4 posterior arthrodesis and bmp was placed at c12. There were no patient symptoms reported. There were no further complications reported regarding the event.